Event description:
The deep brain stimulation dislocated in 2007. The device was surgically re-fixed. The serious adverse event completely resolved in 2008. The event was attributed to be possibly or probably related to the surgery, the deep brain stimulation system and the patient's underlying condition. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the staff.